Manufacturer narrative:
This event occurred in (B)(6). Pinch tubing was last replaced on (B)(6) 2019. Liquid flow cleaning was performed on (B)(6) 2019. The field service engineer (fse) stated the customer indicated they were having problems with their non-roche water unit on (B)(6)2019 and (B)(6) 2019. The water was replaced on the instrument and the water filter was cleaned. The sample/reagent probe and sipper probe were primed and the water of the mixing paddle wash station was replaced. Instrument and photo-multiplier checks were acceptable. Calibration signals were slightly lower than expected. Qc was acceptable. It is not known if the customer uses rack adapters. The customer centrifuged the samples for 10 minutes at 4000 rpm. Based on the type of sample tubes the customer uses, the centrifugation time is too short and the speed is too high. No issues were identified during a review of the alarm trace data from (B)(6) 2019. Based on the data provided, the investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys troponin t hs stat (troponin t hs stat) on a cobas e 411 immunoassay disk analyzer. Patient 1 initial result was 8.08 pg/ml. The repeat result was < 3.00 pg/ml with a data flag. On (B)(6) 2019 patient 2 (female with date of birth of (B)(6)1968) initial result was 14.59 pg/ml with a data flag. The sample was repeated in a cup with a result of 26.14 pg/ml. The sample was repeated again with a result of < 3.00 pg/ml with a data flag. The sample in the cup was repeated again with a result of 29.30 pg/ml with a data flag. The high results were reported outside of the laboratory. The troponin t hs stat reagent lot number was 34588800 with and expiration date of 31-dec-2019.